Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120158 met the q criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). User stated that 4 kits did not produce results. Could not identify user error.